Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate touch (hmt) was not connecting to any system controller. Troubleshooting was performed, the app was restarted, the ipad was turned off and on, the adapter was unplugged, a new wireless adapter was tried, and the patient cable was changed out. The hmt would still not connect to the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch not connecting to any system controller was not confirmed as it was not reproduced during testing. The heartmate touch system was connected to multiple test system controllers without issue during testing. The returned heartmate touch tablet was functionally tested with the returned wireless adapter and a test system controller on a mock circulatory loop and was found to operate as intended during analysis. The framework file downloaded from the returned heartmate touch tablet contained data from 14may2024 to 27aug2024. The framework file showed the heartmate touch in use with several system controllers. No atypical events were captured. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ provides troubleshooting steps to resolved various issues while using the heartmate touch, including the system controller not being detected by the heartmate touch app. No further information was provided. The manufacturer is closing the file on this event.